Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention has taken place.

Event description:
It was reported that a pacemaker dependent patient was admitted to hospital with complaints of metal allergy all over his body. The pulse generator remained implanted; the patient would be monitored.